Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include fever, redness, swelling, and pain. Cultures of the device pocket were obtained and staph was the organism cultured. The pt was treated with IV and oral antibiotics. Hcp reported pt's infection is now resolved.